Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Pump was successfully reset with assistance from technical support, and no further malfunctions occurred. Customer was advised to continue using the pump and to report any recurring issues.